Manufacturer narrative:
The approximate age of the device is 11 months. It was reported later that the pt did not receive the transplant and expired due to causes unrelated to the infection (reference MFR # 0002916596-2014-01686). The pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A specific cause for the reported pump pocket infection and a correlation to the device could not be conclusively determined. The patient remained ongoing on vad support until, upon admission to the other hospital, they suffered a hemorrhagic stroke and expired (reference MFR # 2916596-2014-01686). The patient was buried with the pump, and the pump is not available for investigation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The hosp reported that the pt was admitted for a pump pocket infection. No alarms were reported for the event. The pt was transferred to another hosp for a transplant. However, the pt did not receive a transplant as he expired for unspecified causes reported as unrelated to the infection. There were no reports of any other lvad issues.